Event description:
The user facility reported that during a patient procedure, while in the process of placing a non-steris band on the varices, one of three steris smartbands already on the varices dislodged. When the smartband came off, this allowed blood in the patient's trachea; the patient required intubation with a tube and a balloon was utilized. A procedure delay was reported.

Manufacturer narrative:
The smartbands subject of the reported event were discarded by user facility personnel and are not available for return or evaluation. Without the return of the devices, the cause of the reported event could not be determined. The instructions for use states, "refer to package label for minimum channel size for this device. Esophageal ligation devices are not intended for ligation of varices below the gastroesophageal junction. Passing endoscope over a previously placed band may dislodge band.". User facility personnel were in-serviced on the proper use and operation of the device. The device history record was reviewed, and no abnormalities were noted with the subject lot. No additional issues have been reported.